Event description:
It was reported that during unpackaging and prior to use, the absolute pro stent delivery system (sds) was being removed from the plastic hoop and the proximal clear sheath [strain relief tubing] was found detached from the handle. There was no patient involvement. A second absolute pro sds was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose strain relief tubing was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.